Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A recent signal artifact monitor (sam) episode was triggered as a result, and resulted in the vector of the respiratory sensor being changed. Review of stored device data noted that the ra pacing impedance measurements had been out of range for over a year, however, the exact date the out of range measurements began was unable to be determined. The field representative noted that the device was programmed to vvir, and ra sensing appeared stable. The field representative also noted that the right ventricular (rv) and left ventricular (lv) pacing percent was lower than expected, and inquired about options to increase the pacing percent. Technical services (ts) discussed potential programming options. It was reported that the root cause of the out of range measurements was not determined. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A recent signal artifact monitor (sam) episode was triggered as a result, and resulted in the vector of the respiratory sensor being changed. Review of stored device data noted that the ra pacing impedance measurements had been out of range for over a year, however, the exact date the out of range measurements began was unable to be determined. The field representative noted that the device was programmed to vvir, and ra sensing appeared stable. The field representative also noted that the right ventricular (rv) and left ventricular (lv) pacing percent was lower than expected, and inquired about options to increase the pacing percent. Technical services (ts) discussed potential programming options. It was reported that the root cause of the out of range measurements was not determined. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.